Event description:
Event description guidant received information that the patient with this pacemaker had a fainting spell. An evaluation of the device revealed 2 sudden brady response (sbr) episodes had been recoded in the arrhythmia log book. The r-waves were smaller, at 4.3mv than previously recorded.